Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Physical unused samples are necessary for leakage testing. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. DHR review: release date: 6/11/2019. Released quantity was 376,400. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9001855 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Physical unused samples are necessary for leakage testing. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that syringe integra 3ml w/ndl 25x1 rb leaked. The following information was provided by the initial reporter: "it was reported that the medication leaked during administration. Event description per snow verbatim states: it was reported "I went to administer a vaccine and when I pushed the plunger the medication leaked out down the patients arm.""